Manufacturer narrative:
(B)(4). Implant year: 1994. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01706.

Event description:
It was reported patient¿s hip was revised approximately 23 years post-implantation due to pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event and should not have been reported. The initial report was submitted in error and should be voided.